Manufacturer narrative:
No anomaly detected by checking the manufacturing charts (dhrs) of the lot # involved in this intra-op issue, on a total of (B)(4) drills manufactured with lot #2015af07f and (B)(4) drills guides manufactured with lot #2015aq08t, thus indicating that the pieces with these 2 lot# were released on the market in compliance to specifications. No other complaints received on these lot #. We did not receive the affected parts, so we could not perform a deeper investigation. Possible improper use by the surgeon (e.g. Drill position not perpendicular to the drill guide when surgeon was drilling, leading to generation of metal debris when drilling). No corrective actions. This is the only similar complaint reported, and we could not perform a deep investigation on the case due to lack of the affected pieces. The check of the related dhrs confirmed that the pieces were released on the market compliant to limacorporate specifications.

Event description:
During knee arthroplasty, the surgeon was drilling with the patellar pegs drill (model #9065.95.120, lot #2015af07f) through the patella drill guide (model #9065.95.215, lot #2015aq08t). According to the info received, pieces of metal debris were observed coming off when drilling. An inappropriate handling of the instruments could have contributed to the event. No reported consequences on the outcome of surgery. Event happened in (B)(6).

Manufacturer narrative:
No anomaly detected by checking the DHR of the lot # involved on a total of (B)(4) drills manufactured with lot #2015af07f and (B)(4) guides manufactured with lot #2015aq08t, thus indicating that the pieces were released on the market in compliance to specifications. No other complaints received on these lot #. We will submit a final emdr when the investigation will be completed.

Event description:
During knee arthroplasty, the surgeon was drilling with the patellar pegs drill (model #9065.95.120, lot #2015af07f) through the patella drill guide (model #9065.95.215, lot #2015aq08t). It was noticed that there was a line at the point where the drill stops and metal debris was produced. Inappropriate handling may have contributed to the event. Event happened in (B)(6).